Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. See attached for supplier evaluation.

Event description:
On 11/12/2021, it was reported by a sales representative via sems that an ar-3355-4030 scope shaft is bent and the ar-6480 pump was not responding. This was discovered during a procedure with no patient harm.